Event description:
It was reported that during a ptca / stenting treatment procedure involving a calcified and stenotic lesion in the lad coronary artery, the maverick2 monorail balloon was suspected to have ruptured at 6 atm's on the second inflation. (The number of atm's reached on the intial inflation is unknown). The pt was asymptomatic during this event. A tgv guidewire (size unk), a terumo guide catheter (size unk) and an s670 stent were also used in this case, but the types and sizes of introducer sheath and inflation device used are unk. The procedure was successfully completed. It is unknown if the stenting was originally planned or if it was deployed due to the suspected balloon rupture. Pt status is reported as 'good'.

Event description:
It was further reported that the maverick2 monorail balloon was used to predilate the lesion to implant an s670 stent, but was suspected to have ruptured at 6 atm's on the second inflation. The maverick2 monorail balloon was removed and replaced with another catheter to successfully complete the stenting procedure.